Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.